Manufacturer narrative:
A2) patient age - average age, 72 ± 11.85. A3a) patient sex - 20 males, 13 females. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, access site injury is listed as a possible complication with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 03nov2022) ¿assessment of feasibility and patency of below the knee atherectomy using the 1.5 mm phoenix catheter¿a retrospective study¿. The study retrospectively aimed to investigate the feasibility of a below-the-knee atherectomy (btka) via a 1.5 mm phoenix atherectomy catheter and the patient outcome over the course of 6 months. A total of 33 patients suffering from pad with an infragenicular pathology were enrolled in the study between march 2021 and february 2022. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 1 patient who experienced bleeding at the puncture site, which required emergency surgery and a bovine patch was attached to the bleeding vessel. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 03nov2022 has been used, the date of publication. Kumarasamy, arun,gombert, alexander,krabbe, julia,ruprecht, oliver,jacobs, michael j.,krabbe, hanif. 2022. Assessment of feasibility and patency of below the knee atherectomy using the 1.5 mm phoenix catheter¿a retrospective study medicina, 58(11): 1594. Https://www.mdpi.com/1648-9144/58/11/1594. This report captures the serious injury that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.